Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2013-00174, 3025141-2013-00175, 3025141-2013-00177, 3025141-2013-00178, 3025141-2013-00179, and 3025141-2013-00180. Acumed was informed that the products were implanted two years ago. Acumed does not know the actual month and day. Conclusions: a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break.

Event description:
A clavicle plater broke post operatively.